Event description:
It was reported that the drill bit stalled in the attachment during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was visually confirmed that the radiolucent hub of the drill bit showed signs of excessive wear which may have led to the issue as reported. It was not possible to determine the definitive root cause for the product malfunction.